Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms occurred at the start of a routine hemodialysis treatment, which could not be resolved. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the arterial pressure alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss, if device labeling instructions are followed. The occurrence of arterial pressure alarms at the beginning of a treatment, of typically caused by inadequate vascular flow to support the commanded blood flow rate. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified, reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.